Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to establish communication between the ipg and external devices. The patient has not recharged the device in several weeks and the patient is without stimulation. A new charging system was sent to the patient which did not resolve the issue. The patient programmer also reflects an error message. A company representative met with the patient and confirmed the issues. As such, the patient will undergo surgical intervention to address the issues.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with another model. Effective therapy resumed following the procedure.